Manufacturer narrative:
One actual piece of round tube about 22 1/4" long and a piece of white flat drain about 1 1/2" long separated from the tube were returned. The drain section had a cut about 1/8" located at 3/8" from the end that connects to the tube. The remaining portion of the perforated flat drain was missing. Jagged edges were noted at the broken area of the missing section. The drain/tube breakage was located 1/4" from the end of the white perforated drain that connects to the tube. A portion of the broken tube was still bonded to the drain. This condition indicates that excessive force was applied during removal. The pieces of the broken drain were placed together and no missing pieces. Sample was examined under magnification and no evidence of punctures was observed. The incoming quality assurance records were reviewed for the last 2 years and the records showed there have been no rejects written for this type of issue. The most recent inspections showed tensile values exceeded the minimum break strength permitted by the specification. Additional instructions state that to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in the line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. A warning states "surgical removal may be necessary if drain is difficult to remove or breaks". Baseline report previously filed.